Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Voluntary MDR/medwatch report number mw5170030 and mw5170031.

Event description:
A voluntary MDR/medwatch report was received on 05/20/2025. It was reported that the device stopped working occurred. The date of the event is an approximation. On (B)(6) 2025, the patient experienced a hypoglycemic episode attributed to a malfunction of their continuous glucose monitoring (cgm) device. According to the report, the dexcom cgm ceased functioning overnight while the patient was asleep. This failure led to an undetected, prolonged period of low blood glucose, culminating in a severe hypoglycemic event. No specific symptoms were documented. The patient was able to perform a fingerstick glucose test and self-administered oral glucose to manage the episode. Emergency services were not contacted, and no additional medical treatment or evaluation was reported. At the time of reporting, the patient was stable. Although additional attempts were made to obtain clarification of event details, no reply has been received. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.